Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported she received results of 168 mg/dl and 120 mg/dl within 10 minutes on the aviva system. She believed these readings were inaccurate, and before troubleshooting could take place, she said she was not capable of self-treatment. She felt weak and had to have her daughter provide juice. The treatment was given twice, prior to and after the call. Three attempts were made to gather additional information, but these were not successful. The alleged product was replaced and requested for evaluation.